Event description:
It was reported that the insulin gauge was inaccurate due to customer not removing any residual air from the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 445 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.